Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of intestinal infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. The event of viral intestinal infection, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Patient, who is an hcp, reported they were injected in lips with 1ml juvéderm® volift¿ with lidocaine, in jaw (jw1,2,4) and pre-jowl (c6) with 4ml juvéderm® volux¿. Approximately three and a half months later, patient experienced acute gastroenterocolitis condition that was also described as a, possibly viral, intestinal infection (deemed not related to the device). One day later, patient developed swelling in lips and jaw. Patient was treated with prednisolone 40mg with 20mg for the following 3 days. On the fourth day, the swelling resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2021-03384 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2021-03382 (allergan complaint # (B)(4)). This MDR is being submitted for the suspect product, juvéderm® volift¿ with lidocaine.